Event description:
During a clinic follow up, oversensing and fusion were observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated that device was reprogrammed to resolve the event.